Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates this device lot number was released meeting all specifications. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while on the section of the tissues, the two handles were not able to fire. The surgeon was able to press the green button but was unable to squeeze the handle. Another device was used to complete the case. There was no patient injury.